Event description:
It was reported that the customer's blood glucose dropped and emergency medical services were called after her family had administered glucagon to no noticeable avail. She was then treated again with glucagon and did not go to the hospital. Her blood glucose was in the 20 to 29 mg/dl range. Customer had performed a set change before bed and gave 1.3 units for the fill cannula when she had been active all day and she should not have. It was explained that the fill cannula amount should have been 0.0. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.